Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced compromised cannulas issue with 90 degree sets due to which patient changed the set on (B)(6) 2025. The insertion site was the abdomen. Patient also experienced bleeding and irritation at insertion site. Infusion sets were used for one and half day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.